Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states that when the joystick is pushed all the way to the fullest extent, the unit will shut down with no error codes.